Manufacturer narrative:
Refer to field for the results of the imaging evaluation. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2014 the patient was implanted with a gore® excluder® endoprosthesis system to treat a left internal iliac aneurysm. On (B)(6) 2015 the patient was admitted to the hospital due to a type ii endoleak with aneurysm sac enlargement. The patient was treated with embolization of the branches of a femoral circumflex artery in a secondary endovascular procedure. The embolization was successful and the type ii endoleak was solved. The patient was doing well following the procedure.